Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient later complained of pain. A CT scan showed that an implant may have breached the foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that had breached the foramen.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0290, manufactured 05/29/13, expires 2017-12, ifuse implant, p/n 7040-90, lot# i0497, manufactured 08/02/13, expires 2018-04, ifuse implant, p/n 7045-90, lot# i0833, manufactured 10/14/13, expires 2018-09.